Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the knee surgery, the screw broke inside the patient´s knee and a part of the screw remained in the patient because it could not be retrieved. The other part of the screw remained on the screwdriver and was removed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.